Event description:
The complainant alleged that during a routine shift check by a clinician the device displayed a "status 90" message and would not charge. The complainant indicated that there was no pt involvement with this reported malfunciton.